Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause was not determinable as issue is no longer reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr updated the software version and performed operational verification procedure. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator experienced a failed touchscreen during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.